Manufacturer narrative:
Event estimated date. The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that there have been cuff misses during common femoral arteriotomy closures using proglide devices. The method of achieving hemostasis was not reported. The number of patients, procedures, and number of proglide devices used was not provided. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this event was not performed because the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile devices were returned for evaluation. The devices passed the performance criteria required for functional testing and performed as intended.